Manufacturer narrative:
There were no alarms on the last calibration performed on (B)(6) 2020. Quality controls were within range, showing no indication of a reagent or instrument performance issue. Upon review of the alarm trace, no relevant alarms were observed. The investigation could not identify a product problem. The cause of the event could not be determined. This event occurred in (B)(6).

Event description:
The initial reporter stated they received a discrepant result for one patient sample tested with the elecsys troponin t hs assay on a cobas 8000 e 801 module. The results measured from the sample were reported outside of the laboratory. The sample initially resulted with a troponin t value of 21.6 ng/l. The sample was repeated resulting with a value of 14.4 ng/l. Further measurements of the sample resulted in values of 14 ng/l. The troponin t reagent lot number was 37069500, with an expiration date of 31-mar-2020.